Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that a b30 scope communication error message was received for the device with no image. Water invasion was observed for the device. After aeration of the device the b30 error message issue was still not resolved and repair is required. Scope ID had no data. Other observations for the device are: leak in the instrument channel; crack in distal end rubber coating (a-rubber); switches (sw) sw1 to sw4 not working; charge couple device (ccd)is cut; and scratches on distal end cover (c-cover). Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use a scope communication error message was received for the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) failure of the ccd or scope connector internal board due to the following handling a) the system ground wire was not connected. B) the scope connector is plugged or unplugged while the system is powered on. C) dirt or moisture adhered to the scope connector contacts. 2) buckling or disconnection of the ccd cable due to poor movement of the ccd cable inside the device. The event can be detected/prevented by following the instructions for use which state the following: 1) " do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.